Event description:
Applied medical trocar kii fios first entry ref ctf71 12x150mm cracked during a robotic surgery. Reason for use: robotic assisted hysterectomy with bilateral salpingo - oophorectomy.